Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Omsc confirmed that the end face of the fuse was burnt. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred due to the power unit of the device did not work properly temporarily by some cause.

Event description:
During a procedure with the device, the device suddenly shut down. The user checked the fuse of the device and the device worked properly. The user completed the procedure by using the device. The user confirmed that the end face of the fuse was burnt.